Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, states: if the deployed stent size is still inadequate with respect to the vessel diameter, or if full contact with the vessel wall is not achieved, a larger balloon may be used to expand the stent further. The investigation determined the reported stent migration appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient the stent delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. After a 4.0x18mm xience sierra stent was implanted without complication at the lesion, it was noted that it had migrated about 5mm distal in healthy tissue, but still partially remaining in the target lesion. The physician realized then that he misjudged the 6.0mm vessel size when implanting a 4.0mm stent. An unspecified balloon was used to dilate the stent in place and expanded it to 6.0mm. Then another stent was placed to cover part of the proximal target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.